Event description:
It was reported that the patient presented to the emergency room due to "pre-syncope". A slight, gradual increase in the ventricular threshold was noted. An x-ray was taken and the lead threshold was reprogrammed. The patient was scheduled to be seen again in a few days. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).